Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump received unexpected restart alarm and had a blank display. The customer¿s blood glucose level was 579 mg/dl. The customer was treated with manual injection. Troubleshooting was performed for unexpected restart, blank display and high blood glucose however unable to further continue the troubleshoot. The insulin pump will not be returned for analysis.